Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Reporter email address is unknown. (B)(4). Part: 309.530; lot: l421149; manufacturing location: bettlach; release to warehouse date: july 06, 2017; according to device history record (DHR), raw material 1.4112 was used. Material was hardened according to procedure and measured within specification. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation selection: investigation site: (B)(4). Selected flow: 5 broken. Visual inspection: the extraction screw is broken at the tip as complained. One broken fragment was also received. The broken surface is homogeneous which indicates material conformity. As the part is broken, this complaint is determined as confirmed. Dimensional inspection: drawing, diameter 5.00mm 0/-0.1mm was checked with measuring tool 3-01-19309 with result 4.96mm = pass. Document/specification review: not required per selected investigation flow as the damage is use related, see summary. Material review and hardness review: according the DHR, material 60053661, round 5.0mm 1.4112 was used. As instruments are not lot tracked, the used raw material lot cannot be identified. Hardness is specified as hv10 510 - 720. The result of the measuring during manufacturing process confirmed material quality as specified. Results: 690, 701 and 706 hv10. As no product fault could be identified we have to assume that mechanical overloading situation during use may have caused the breakage. Excessive applied torsional forces during screw removal may have led to short term overloading situation resulting in breakage at the tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that surgery was performed for distal femoral fractures on (B)(6) 2017. In response to the patient¿s postoperative pain, explant surgery was performed for three (3) screws on (B)(6) 2018. While the surgeon was removing the last distal screw, the screw head was stripped. When the surgeon tried to remove it with an extraction screw, the extraction screw broke. The surgeon decided to leave the stripped screw in the patient¿s body because she judged the patient¿s pain could have been attributable to other causes. The surgery was finished within a 30-minute delay. No adverse consequences to the patient were reported. Patient outcome is stable. This report is for a conical extraction screw for large screws & 4.9mm bolts. This is report 2 of 2 for (B)(4).